Event description:
Pt in to dialyze on 2/18/97. 3 hrs into 4 hr tx pt c/o cramping. Pt requested to come off machine due to discomfort. After rinseback, pt became nauseated and had emesis approx 500cc orange in color and tested heme (+). Bs -91.1. 25cc d-50 ordered by md. Follow-up bs 130. Alert and oriented to person and place. Incoherent to some questions. Pt sent to ER for evaluation.